Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device was "beeping" for an unknown reason. Assistance was requested to understand the cause. It was reported later that the patient had under gone an ablation proceedure earlier in the day and the device had not had all of its pre-ablation programming fully restored. The device is still in use. It was later reported the patient requested reimbursement for a hospital stay that they reported to be caused by the device going "off on them" and had t-wave oversensing. The device was reprogrammed. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient's device was "beeping" for an unknown reason. Assistance was requested to understand the cause. It was reported later that the patient had under gone an ablation procedure earlier in the day and the device had not had all of its pre-ablation programming fully restored. The device is still in use. There were no patient complications reported as a result of this event.